Manufacturer narrative:
Only the proximal segment of the lead was returned to boston scientific of post market assurance laboratory, having been severed from the terminal end. Based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues on the segment of lead returned. Visual inspection revealed that the lead was creaked in two places, and show signs of movement which indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and high impedance measurements, a lead revision was recommended. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and high impedance measurements, a lead revision was recommended. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.